Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device location was not provided. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Medwatch report #mw5098835.

Event description:
User facility medwatch report received that states "during procedure when perclose proglide was removed from vessel it was noted that a footplate was missing from device."